Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the system lost power and shutdown in the operating room (or) due to the outlet it was plugged into. When the system was powered back on, the registration was not save. The manufacturer representative was unable to confirm how the site moved forward.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the type of procedure being performed was a cranial tumor resection. The site proceeded with the case without navigation; there was no re-registration. There was no reported impact to patient outcome. There was an approximate delay of 15-20 minutes due to this issue. It was reported that other devices plugged into the same outlet box lost power as well during the same time.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue this issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional software analysis was completed indicating that the cause of the registration not saving was unable to be determined. If information is provided in the future, a supplemental report will be issued.